Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 27 mm epic mitral valve was chosen for implant on (B)(6) 2016. On an unknown date one year ago, during a follow up visit mitral regurgitation was observed during a transesophageal echocardiogram (tee). The patient has since been closely monitored and in a most recent visit the patient complained of dyspnea. On (B)(6) 2022, the patient underwent explant of the 27mm epic mitral valve. Upon explant, a perforation of the leaflet, incomplete coaptation and calcification of the leaflet was observed. Two leaflets presented with wrinkles along the edge of the cusp and the leaflets showed signs of thinning. It was noted that during explant, the sewing cuff and a part of leaflet got damaged due to excision by the cautery. A 25mm non-abbott valve was successfully implanted. The patient was stable and recovered uneventfully.

Event description:
N/a.'

Manufacturer narrative:
Explant was reported due to mitral regurgitation, perforation of the leaflet, incomplete coaptation and calcification. The investigation found that all three cusps were torn. There was thinning and loss of collagen fibers on all three cusps. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with regards to manufacture design or labeling. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na